Event description:
Customer reported a button error alarm while trying to give herself a bolus. Customer stated the battery were removed but there was still a button error. Troubleshooting found her insulin pump was exposed to water. Device is returning, sent replacement device to customer. No additional information is provided

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.